Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
(B)(4): the customer reported that they had a speaker malfunction. No pt was harmed as a result of this issue. Philips has not determined whether or not the speaker is still audible. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.